Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient stated that they experienced a heart attack and was admitted for this. It is unknown how the heart attack is related to diabetes and if the patient was experiencing a cgm malfunction at that moment. No further information was reported, and it was unknown what treatment the patient received, and how long they were at the hospital for. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still recovering. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.